Manufacturer narrative:
(B)(4). Method: the warmer head of the iw910jeu baby control mobile infant warmer was returned to fisher & paykel healthcare (B)(4) and was inspected for the reported cracks. Results: visual inspection of the warmer head revealed cracks on the dome end of the front surface. Other parts such as reflector plastic railing and stopper tab of the lower head case were chipped off. A review of the manufacturing records for this particular iw unit revealed that it was assembled and released in good condition. Conclusion: from the extent of the damage sustained by the warmer head it appears that it suffered a substantial impact, possibly during transportation of the iw unit to and from different units with the healthcare facility. As the iw910jeu infant warmer is a mobile unit, it is possible the heater head component which can also be rotated, could have sustained accidental impact from collisions with facility walls or doors. The complaint infant warmer was approximately 6 1/2 years old at the time of the incident. No patient consequence was reported as a result of this incident. The infant warmer was returned into facility service after the warmer head was replaced.

Event description:
A healthcare facility reported that the upper head case of an iw910jeu baby control mobile infant warmer was cracked. This was noticed during use on a patient. No patient consequence was reported as a result of this incident.